Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt underwent implantation surgery on (B)(6) 2014. Intra-op in situ measurements were within normal limits. At the activation appointment, in situ measurements showed that the device had malfunctioned. An accident or trauma is unk. The pt was re-implanted on (B)(6) 2014.